Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: how many needles pulled off during this procedure with patient? The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2018 and suture was used. The suture was detached from the needle at the first passing of the needle through the dermis by continuous suturing. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #(B)(4). An empty opened foil, a winding former, a paper lid, a suture piece, a detached needle and unopened samples of product were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and marks on body and edge needle could be observed. The suture end was cut and there were marks and damage that appears to be by use of the surgical instrument. During the visual inspection of ten samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. Sutures were dispensed without problems and examined along the strand with no defects or damages observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the opened sample, the assignable cause of the suture needle pull off, was an improper handling. Per the condition of the representative samples, no suture needle pull off was observed, and the tested samples met the finished goods requirements.